Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6., d.7., g.1., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the right side "implant feels a little bit different" and on "her breasts she feels they sit too low and they feel firm [...]; implants are subglandular with a bilateral grade 3 capsular contracture¿, the implants sit fairly low and the breast gland has a waterfall deformity over top of this¿, and ¿her areola are stretched and have an irregular contour¿ the device remains implanted.